Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an unrelated procedure on (B)(6) 2019. Upon interrogation, the pacemaker was noted to be in backup vvi mode. The physician was concerned that the backup may have resulted in a lowered ejection fraction. The device was reset without difficulty. The patient was discharged.